Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 jun 2019 were reviewed 10 sep 2019 for MDR reportability. On (B)(6) 2015 the patient underwent a left knee arthroplasty due to left knee arthrosis. One depuy cement product was used during the primary operation. The surgeon reported no intraoperative complications. On (B)(6) 2018 the patient had a revision left total knee arthroplasty with revision of the entire femoral and tibial components to address the preoperative diagnosis of failed arthroplasty with flexion contracture and also decrease flexion. The tibial and femoral components were noted to be well-fixed. Competitor components were utilized during this procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018, (left knee).